Event description:
Three devices were reported as having false positive results. Complainant performed additional pcr testing with a negative result.

Manufacturer narrative:
The complaint device was returned by the complainant in mixed packaging containing additional non-related complaint devices. The complaint device related to this MDR cannot be distinguished from others in the package.

Event description:
A device was reported as having false positive results. Complainant performed additional pcr testing with a negative result.

Manufacturer narrative:
This device is marketed under emergency use authorization (eua) (B)(4).